Event description:
The field engineer reported the system displayed ¿iris pot error; collimator iris too big; collimator stuck¿ error messages during a procedure. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The high voltage cable was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.